Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawl resistance and a dissection occurred. The lesion being treated was located in an unknown vessel. While the physician was implanting the taxus liberte stent, upon trying to withdraw the delivery balloon it became stuck. When the physician tried to remove the balloon it "deep seated the guide" which caused a proximal dissection. He then implanted another taxus liberte stent over the dissected portion. The patients condition was reported as okay. Additional information was requested, but unavailable.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. The batch number for this complaint is unknown. A ship history performed identified no potential batches sold to this customer. Following a review of all relevant information the most probable root cause is considered anticipated procedural complications as it is mentioned in the directions for use as a potential adverse event. Product unavailable for analysis